Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called via phone call to report experiencing high blood glucose levels of over 600 mg/dl. The customer treated high blood glucose levels with manual injection. The customer also reported that the infusion sets had issue. The customer's blood glucose levels are 124 mg/dl at the time of call. The customer declined trouble shooting for high blood glucose levels. The customer stated that he ran a self test and a high pressure test and the pump passed both. The insulin pump will not be returned for analysis.